Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. During deployment, the actuator knob was retracted 1cm, but the clip did not release from the cds. Troubleshooting was performed and the clip appeared to be in a wedged position. The delivery catheter (dc) handle was turned one fourth of a turn clock and counter clockwise. After approximately one minute, the clip released from the cds. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and investigated. The reported difficult to deploy clip resulting in the clip appearing to be in a wedged position was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. Furthermore, the clip appearing to be in a wedged position were determined to be due to procedural conditions of the difficult deployment and troubleshooting maneuvers performed to deploy the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.